Event description:
A report was received that the patient's implant is in hibernation and the patient is unable to charge the device. The bsn sales representative troubleshot the ipg and charger and was unable to get the ipg out of hibernation. The patient has lost weight, not device related, causing her ipg to sink into the pocket. The physician replaced the patient's ipg and relocated the pocket.